Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2016, 6947-65 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the patient experienced rapid sustained ventricular tachycardia (vt) and received appropriate therapy. The device had premature battery depletion. It was also reported that the right ventricular lead had poor sensing, the left ventricular lead had high threshold, and the right atrial lead had no capture, even at maximum output. The system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.